Event description:
It was reported that the customer was having concerns about his insulin pump. His blood glucose was unknown at the time of reporting. The customer states that he was concerned with the quality of manufacture of the pump's belt clip. In addition, he was concerned with recent voluntary recall notices for both pumps and infusion sets. He also expressed concern with his health care provider's capability of helping him adjust his insulin settings. No equipment is being returned. No additional information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.